Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The hcp found the pump to be flipped over in the pocket and the catheter twisted. The low battery alarm was heard. The pt underwent explantation of the device in 1999. Another pump was not implanted at that time. The device was returned to the MFR for analysis.